Event description:
It was reported that the pump shut down unexpectedly. As a result, the customer experienced a blood glucose (bg) level of 415 mg/dl and had a high ketone level that was identified as life threatening by the healthcare provider. The customer also was vomiting due to the issue. The customer first went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue with no permanent damage to the customer. The customer was released from the hospital on (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.